Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The irregular appearance was able to be confirmed as the stent was noted to be prematurely deployed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during unpacking of an xpert stent, a "bulge" or "bulb" was found at the distal tip of the catheter. The xpert stent was set aside and another unspecified stent was used for the procedure. There was no patient involvement or no significant delay in the procedure reported. There was no additional information provided. The returned device revealed that the stent was actually prematurely deployed.